Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The force bipolar instrument was analyzed and found to have charring at the grip base between the plastic and metal parts of the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause to thermal damage.

Event description:
It was reported that the force bipolar instrument malfunctioned. The procedure outcome was unknown.